Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with an occluded error message. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2.2. Total reservoir volume:100. Length of infusion: 46 hours. The pump was used to prime the extension tubing. The cassette that was used was transferred to a different cadd. When they transferred it to new cadd it worked. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.